Manufacturer narrative:
Patient information is known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that a component replacement was required. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that, during a case, the emitter has an orange dotted line. The nurse checked the axiem box and has a red 7. The site tried using other usb ports but no changes. The site had to abort navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.